Event description:
It was reported that the autopulse displayed user advisory 12 (lifeband not present). However, it appeared that the lifeband was correctly installed. Three lifebands were tried with the same results. No adverse events reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device received and when it is evaluated. No adverse event reported.